Manufacturer narrative:
Section b5, d6, and h6 were updated based on additional information.

Event description:
Additional information received that the pump was repositioned and the patient had bypass. The pump was weaned off as scheduled.

Event description:
The complainant reported that upon arrival, the impella cp ¿in aorta¿ alarm was active. The device was adjusted to p2, echocardiography was requested, and the cardiology team was notified. Patient outcome has not yet been determined, as the patient remains on device support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9: added device returned information h6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. As data logs were not available for investigation and returned product was unable to be fully tested, the cause of the false alarm could not be determined.